Event description:
During an in-clinic follow-up, decreased sensing was observed on the right ventricular (rv) lead. A revision procedure was performed, during the procedure the physician repositioned the rv lead three times but the decreased sensing still occurred. The rv lead was then explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported events r-wave amp variation was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued in the connector pin region. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and over torqued inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.